Manufacturer narrative:
The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a hot axios stent was implanted in a transgastric position to treat a pseudocyst in the tail of the pancreas during an endoscopic ultrasound (eus) procedure performed on (B)(6) 2017. According to the complainant, the stent was deployed successfully while using eus doppler. However, during the procedure, the patient had a major bleed. The physician believed that a gastric vessel may have been hit during deployment which caused the bleed. The patient was admitted to the hospital overnight, and the patient's blood pressure and vital signs were good the next day. The stent remains implanted in the patient and the patient was reported to be stable and doing well.